Event description:
Procedure: lap chole. Reportedly, the clips appeared to close as expected when the vessel was cut between the clips. A clip opened and slipped back off the cystic artery and so the artery had not been ligated effectively and bled. The procedure had to be converted to an open cholecytectomy and the vessel was transfixed with a suture. Patient status unknown at this time.